Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The device is pending evaluation. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date rec¿d by MFR : 23jul2019, date of report : 24jul2019. Manufacture service technician confirmed touchscreen failure in reaction to manipulation. The touchscreen was replaced. No other abnormality was confirmed. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. A touch screen assembly was return for analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.